Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device the device was stated to be available for return to the manufacturer for evaluation but has not yet been received. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: during the procedure the device was successfully delivered into the aneurysm and positioned appropriately after several repositioning attempts. Initial electric testing of the web device was performed prior to detachment and showed no issue. However, detachment of the device could not be achieved. Despite multiple attempts at least 20, the detachment system consistently showed a red indicator light. This occurred irrespective of the position of the proximal marker relative to the microcatheter tip both inside and outside. The detachment controller was exchanged during the procedure, using a device with the same lot no. No change in detachment behavior was observed. Due to inability to detach the device, a careful retraction into the via-17 mc was performed. Approximately 5 cm inside the catheter, the device detached at the detachment zone. The device was successfully removed without any harm to the patient. The aneurysm was subsequently treated using coils.